Manufacturer narrative:
(B)(4). The complaint icon humidifier was received at fisher & paykel healthcare (fph) in (B)(6) for investigation. The icon was visually inspected and then powered on to test its operation. Visual inspection revealed that there was no damage to the external or internal mechanical and electrical components of the icon. The icon operated normally when powered on and the air from the icon had a mild new plastic smell. It was noted that the icon's time log showed zero hours of use and that the compliance report also showed no usage. It thus appears that the patient did not actually use the icon. All new plastic will have a mild smell that over time will disappear. The icon is built with biocompatible and non-toxic materials. The icon has been independently tested and complies with the iso (B)(4) "biological evaluation of medical devices - part 1: evaluation and testing within a risk management process" standard and FDA g95-1 regulations for biocompatibility and toxicity.

Event description:
A distributor reported that a patient who was using the icon CPAP humidifier for the first time had a panic attack and was hospitalised for a minor heart attack. The patient alleged that the icon had a strong "plastic smell". The distributor confirmed that the patient is out of hospital and feeling "better".

Manufacturer narrative:
(B)(4). The complaint icon CPAP humidifier is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported that a patient who was using the icon CPAP humidifier for the first time had a panic attack and was hospitalised for a minor heart attack. The patient alleged that the icon had a strong "plastic smell". The distributor confirmed that the patient is out of hospital and feeling "better".